Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they believe they put the stimulator on the wrong side because it was much more functional in the trial on the right side than it is right now and the implant is on their left side. Patient said it is making their bowels work great but the urinary part is in question because they still have leakage and have to get up during the night. Pt said they got interstim for bladder incontinence. Reviewed some post surgical considerations, therapy optimization information and redirected to their doctor.